Event description:
It was reported that there was an audible patient alert for high pacing lead impedance measurements. The impedance value changed within two days from 900 to 2500 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the implantable cardiac defibrillator (ICD), which was connected to this lead, generated an audible "patient alert" for high pacing lead impedance (>2500 ohm). The impedance value changed within two days from 900 to 2500 ohms. Geo preliminary event assessment: no std. Event description suggests lead fracture, but since this is a 6944 lead it may also be persistent impedance. Geo preliminary event conclusion: suspect fracture no customer letter needed in case of no product and no data (which is currently true). (B)(4).